Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, an unknown surgery was performed involving a locking compression plate (lcp) and a drill bit quick coupling. When the surgeon was drilling the proximal area of the plate, the drill bit broke because it went in the wrong direction and interfered with a screw. No fragments were left in the patient¿s body. This was confirmed by postoperative x-ray. The surgery was completed successfully. There was no surgical delay and no adverse consequence to the patient. Concomitant devices: lcp trauma plate (part: unknown, lot: unknown, quantity: 1), trauma screw (part: unknown, lot: unknown, quantity: 1). This report is for a 4.3mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, an unknown surgery was performed involving a locking compression plate (lcp) and a drill bit quick coupling. When the surgeon was drilling the proximal area of the plate, the drill bit broke because it went in the wrong direction and interfered with a screw. No fragments were left in the patient¿s body. This was confirmed by intraoperative and postoperative x-ray. The surgery was completed successfully. There was no surgical delay and no adverse consequence to the patient.